Manufacturer narrative:
Customer reported the baxter tubing used by customer (not supported by mallinckrodt/lf) popped off an optiray syringe and sprayed contrast on a technologist. The customer did not request service on this unit illumena s/n (B)(4), whose last pm was performed on (B)(6) 2013 (B)(4), and a courtesy visit was done on (B)(6) 2014 (B)(4), where no issues were found with the injector. Mallinckrodt sales spoke with one of the biomeds at (B)(6) hospital who said that this facility had been mandated to use tubing from baxter with the mallinckrodt optiray (B)(4) syringes which is used with the illumena injector they have in CT. The issue was with the change in tubing to use with these optiray prefilled syringes. The biomed also said the injector was working well. No further service will be done on this unit which remains in service at the customer site.

Event description:
Customer reports the technologists got sprayed with the optiray when the tubing popped off. They were using tubing from baxter (tr-602b/c ext tubing with 2 back check valves) with our optiray 320 prefilled syringes(100 ml) with the illumena power injector in CT. Two technologists were involved in this incident, they washed the contrast off and they are fine. No reported injury. According to the customer, the tip of the optiray syringes look fine. It is not a specific optiray lot, the tubing is rated for psi 500 and the injector pressure limit is set to psi 300. They also said the injector is working well.